Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to both devices. (B)(4) apply to the lead. (B)(4) applies to the main component of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated they had urinary retention and that they had a hard time completely emptying their bladder. They did not specify when this problem started. The patient reported on (B)(6) 2017 that they were experiencing a severe stabbing sensation on the right side of their bladder. They noted once they turned off the device that the pain subsided. They mentioned they had been seeing great progress with the unit prior to this making the patient believe that the lead may have moved or migrated to a different area. The patient reported they already had the device off, and they had tried to turn the device back on two separate times however the pain returned each time so they just left the device off. There were no further complications reported/anticipated.